Event description:
A malfunction on a pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer can continue to use the pump and has been instructed to call back if any malfunction code recurs.